Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks. It was noted that the shocks were inappropriate due to oversensing of low r-wave amplitudes and myopotential noise in the primary and alternate sensing vectors. Technical services (ts) recommended new sensing screening and posture testing as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks. It was noted that the shocks were inappropriate due to oversensing of low r-wave amplitudes and myopotential noise in the primary and alternate sensing vectors. Technical services (ts) recommended new sensing screening and posture testing as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this patient received an additional inappropriate shock and was hospitalized.